Event description:
Information received by medtronic indicated that the customer was off insulin pump because they did not change battery immediately after replace battery alert. The customer also experienced high blood glucose level. Customer¿s blood glucose level was 449 mg/dl at the time of incident. Customer was treated with manual injection high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.